Event description:
Customer reported damage to pump housing and usb port, specifically affecting the usb port and pins. Despite the damage, the pump did not shut down, and there was no adverse impact on the customer¿s blood glucose level. Since the pump was out of warranty, technical support provided a supplier's report to address the issue.